Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter occurred during use with a insyte 24 ga x 0.75 in. The following information was provided by the initial reporter, "(B)(6) year old girl, there was a need to puncture her more than 6 times, when the catheters were introduced the blood came out, but when verifying with saline the vein was damaged, when removing this catheter from the plastic protection the bezel that perforated the polyurethane is observed."

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that a needle through the catheter occurred during use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "11-year-old girl, there was a need to puncture her more than 6 times, when the catheters were introduced the blood came out, but when verifying with saline the vein was damaged, when removing this catheter from the plastic protection the bezel that perforated the polyurethane is observed."